Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had experienced cellulitis post their implantable cardioverter defibrillator (ICD) system implant. Patient also stated "my pacemaker wasn't on track with my heart" and they needed to go back to the hospital. Follow-up with the patients listed clinic was completed, but no further information was available and the patient reported issues were not able to be verified with the clinic or a healthcare professional (hcp). The device remains in use. No further patient complications have been reported as a result of this event.